Manufacturer narrative:
Additional information received update on the following: block b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient appeared to have vascular uptake of the spaceoar that had progressed to the iliac vein. This was noted after getting magnetic resonance imaging (MRI). On november 3, 2021, additional information received stating that fiducials were administered transperineally and the procedure was done under local anesthesia. The patient received external beam radiation therapy.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The patient appeared to have vascular uptake of the spaceoar that had progressed to the iliac vein. This was noted after getting magnetic resonance imaging (MRI). Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.